Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction of the device not detecting the multifunction cable was observed and attributed to a disconnected connector on the monitor board. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached multi-function cable. Complainant indicated that there was no patient involvement in the reported malfunction.